Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis "again", and was hospitalized for one day. The event was manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was treated with 10.5mg of an unspecified antibiotics intraperitoneally (reportedly for three weeks and was scheduled to come back to the hospital after two weeks for further evaluation). At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is provided.